Event description:
It was reported when opening the package, a kink was observed at the distal end of the system. The device was not used in the patient.

Manufacturer narrative:
The device has been evaluated. The evaluation showed that the guidewire broke into two segments (due to torsion overload) inside the catheter lumen and one of the segments punctured the catheter lumen at 1.5 cm from the distal tip. Catheter lumen. (B)(4).